Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia on ((B)(6)2025). The patient's blood glucose levels declined to 33 mg/dl while wearing a pod. The patient reports while at work feeling confused and was unresponsive. The patient reports they were unable to deactivate their pod and apply a new pod due to their controller application was frozen on the loading screen. Once at the hospital emergency room the patient was treated with intravenous glucose. The patient was not admitted to the hospital. While on the call the patient was assisted on performing a hard rest on their controller and resetting their password.